Event description:
It was reported that a user received a pairing failed notification while attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet, could not verify the sensor code because the code had been discarded, and discontinued the call, consistent with an intermittent communication failure involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure, with involvement of the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.